Manufacturer narrative:
Patient information now provided. Patient age not available from the site.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was able to successfully verify all instruments and unable to replicate the reported issue. No further issues reported.

Event description:
A medtronic representative reported that during a cranial resection procedure the navigation instrument would not verify. No further details were provided. The surgeon opted to cancel the procedure. There was no reported impact on patient outcome.